Event description:
The physician felt resistance of the catheter through the sheath during insertion. During minipulation of the catheter, the sheath introducer separated and became attached to the balloon. The sheath and catheter were removed without complications.

Manufacturer narrative:
Co's eval found that the sheath body detached from the hub. Co's analysis indicates that excessive force was used which stretched the sheath and caused it to separate from the hub.